Event description:
Device 1 of 2. Ref. MFR. Report: 1627487-2013-18497. It was reported the patient is experiencing discomfort at the ipg site due to the ipg being located near the patient's belt line, random overstimulation at the ipg site and ineffective stimulation. The patient indicated her system is currently off and she has not used her scs system in over a year, but has been charging her ipg. Surgical intervention was undertaken and the patient's scs system was explanted.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. The ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.